Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking from an unspecified location. The leaks were discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between october 30, 2018 to november 01, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.